Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on your right the essure has fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("not in right place"), pelvic pain ("yes: extreme stabbing pain in the circled location"), hypothyroidism ("hypothyroid") and autoimmune thyroiditis ("hypothyroid"). At the time of the report, the device breakage, device dislocation, pelvic pain, hypothyroidism and autoimmune thyroiditis outcome was unknown. The reporter considered autoimmune thyroiditis, device breakage, device dislocation, hypothyroidism and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ hypothyroidism, autoimmune thyroiditis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on your right the essure has fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("not in right place"), pelvic pain ("yes: extreme stabbing pain in the circled location"), hypothyroidism ("hypothyroid") and autoimmune thyroiditis ("hypothyroid"). At the time of the report, the device breakage, device dislocation, pelvic pain, hypothyroidism and autoimmune thyroiditis outcome was unknown. The reporter considered autoimmune thyroiditis, device breakage, device dislocation, hypothyroidism and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ hypothyroidism, autoimmune thyroiditis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: social media received. Reporter information added. Events: not in right place, on your right the essure has fragmented added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.